Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text: device was not returned to manufacturing facility.

Event description:
It was reported, that the customer had received large volume pump modules. With defective air-in-line sensor assemblies. The customer specified two modules, while mentioning ten sensors that needed to be replaced. There was patient involvement. However, harm is unknown.